Event description:
The customer reported that the defibrillator shutdown during a code. The patient was asystolic when the paramedics arrived. The patient expired. The assistant ems director at the customer site was unable to determine/state whether the device behavior impacted the patient outcome.

Manufacturer narrative:
(B)(4). A follow up report will be submitted after philips obtains more information concerning this event.